Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that 3 high airway pressure or awp alarms did not sound for a ventilated patient at the central. The patient was not harmed.